Event description:
The patient reported charging and communication issues between the implant and the external equipment. An advanced bionics representative performed device evaluation. The problem was comfirmed. The surgeon has decided to explant the ipg.